Manufacturer narrative:
G4 premarket / 501(k): k160823.

Event description:
It was reported that balloon rupture occurred. An nc quantum apex 15 x 4.00mm was selected for treatment of the target lesion. It was discovered that the balloon could not be inflated as the balloon had already burst. The procedure was completed using another different device and there were no patient complications.

Event description:
It was reported that balloon rupture occurred. An nc quantum apex 15 x 4.00mm was selected for treatment of the target lesion. It was discovered that the balloon could not be inflated as the balloon had already burst. The procedure was completed using another different device and there were no patient complications.

Manufacturer narrative:
G4 premarket / 501(k): k160823. Device evaluation by MFR: the device was not returned to the complaint investigation site for analysis. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. A risk review was performed, and it confirmed that this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. One possibility is that the balloon burst occurred as a result of an unintentional handling error during removal of the device from its packaging, given that the balloon appeared already burst upon opening the package and before any inflation attempts were made. However, as the device did not return for analysis the reported allegation cannot be confirmed. This investigation is assigned a most probable investigation conclusion code of cause not established.